Manufacturer narrative:
Date rec'd by MFR: 21aug2019. Date of report: 28aug2019. The manufacturer¿s international service technician confirmed the reported manipulation failure of the touch panel issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem the unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported a failure in manipulating the touchscreen panel occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.